Event description:
It was reported that the device was noisy. No patient injury was reported.

Manufacturer narrative:
UDI information is unknown. Initial reporter also sent report to FDA is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history review (DHR) is not applicable or relevant due to the device manufactured date of 2005. The investigation did not implicate a service process issue. A product sample was received for evaluation. Functional and visual testing were performed. The device was received in fair condition. The evaluation was performed, and the reported issue was confirmed. Installed test disposable and powered the device on. It was noted that pumping was intermittent, and the pump was noisy. Found pump assembly to be faulty. The root cause of the reported issue was undetermined. The device passed all functional and safety test.